Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The sales rep reported: the pump was just placed 2/25, and the first empty/fill this week showed the increase - looks like she should have 16 days - I was just worried this might be too close if the pump is speeding up a bit. I will watch and check w/ dr. (B)(6) to make sure there aren't any anatomic issues that could be causing, but they wont be back until next week. I figured there wasn't much to do, though it may be worth it to have her come back. Hepatic arterial infusion pump calculations: date of last refill: (B)(6) 2014 (confirmed with pharmacy, on (B)(6) 2014 given inpatient, pump flush was dispensed and charted on the map as given). Pump flow rate (initial based on op report) is: 1.2 ml/day. Days since last fill: 13 days; expelled volume upon emptying reservoir: 6.5 ml; infused volume since last fill (= 30 - expelled volume in #2 above): 23.5 ml; actual pump rate: (infused vol in #3 / days since last fill in #1): 1.8 ml / day; number of days until next refill: 14 days; next appointment date for empty / refill: (B)(6) 2014; maximum number of days allowed until pump is refilled: 15 days; and pump fill volume-1.5 ml (must remain in pump)/actual flow rate per day. Dr (B)(6) had a pump with no fluid - it should have had a few mls in it, so I am a little gun-shy. We will have to wait to see how that one looks in a week or 2. It refilled w/o a problem... We may be teaching another group of nurses to work with these pumps - are there resources to help with education? Not such how the manager would want to handle. I'll keep you in the loop. On (B)(6) codman nurse responded per the customer and indicated that the customer does not want to file this as a complaint.